Event description:
It was reported that patient said that she buys wicks from amazon. The patient has a uti and said the wicks leak. Patient has already tested the unit but asked if lms can replace the wicks. I let her know she needs to contact the company that she ordered the wicks from. She will follow up with amazon. It's unclear if lot number was requested. Used with female flex male wicks. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Since the lot number for this complaint is unknown, the manufacturing site for pwfx30 can either be juarez or malaysia. Hence both baw8706263 rev 0 and baw2456229, rev 0 was reviewed for this investigation. The reported event is addressed within the labeling as it states: "setup: connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the purewick urine collection system, connect the canister to the unit and turn the unit on. Please consult the purewick urine collection system user guide for further information. Using standard suction tubing, connect the purewick female external catheter to the collection canister. Warnings: do not use the purewick female external catheter with bedpan or any material that does not allow for sufficient airflow. Discontinue use if an allergic reaction occurs. Precautions: do not use barrier cream on the perineum when using the purewick female external catheter. Barrier cream may impede suction." Recommendations: prior to connecting the purewick female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. Change suction tubing per hospital protocol or at least every thirty (30) days." The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pt said that she buy wicks from amazon the pt has a uti and said the wicks leak. Pt has already tested the unit but asked if lms can replace the wicks. I let her know she needs to contact the company that she ordered the wicks from. She will follow up with amazon. It's unclear if lot number was requested. Used with female flex male wicks. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.